Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) device due to the device malfunctioning. The patient is expected to fully recover following the procedure.